Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported sheath insertion difficulty and material deformation could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an angioplasty procedure via ipsilateral antegrade approach using the ultraverse rx. Prior to the procedure, the shaft allegedly kinked and would not pass through the sheath. The procedure was completed using another balloon. There was no patient contact.